Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip. She will need to undergo revision surgery. Reason for the necessity of a future revision was not mentioned. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: on or about (B)(6) 2007, pt was implanted with a depuy asr hip. She will need to undergo revision surgery. Reason for the necessity of a future revision was not mentioned.